Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 454 mg/dl at the time of the incident. The customer was at 354 to 325 mg/dl at the time of the call. The customer believed the pump was not delivering. The customer used manual injections to treat. The customer experienced symptoms such as upset stomach. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed. The insulin pump will not be returned for analysis.